Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead had a history of loss of capture and had been programmed off a few years ago. The lead was capped during routine device change out procedure on (B)(6) 2016. The patient was doing well before and post procedure.